Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 171 mg/dl, 69 mg/dl and today it was 67 mg/dl. Customer reported that they received failed battery test alarm and battery out limit alarm as well. Customer was assisted with troubleshooting for failed battery test. Customer woke up this morning insulin pump was beeping 6 times and it was dead. Customer stated they did not received a request to rewind insulin pump. Customer stated that the issue started within the last week it went dead one day last week, so they replaced the battery. Customer reported this week he had put several different batteries in and it was still gave him messages that the battery was not sufficient and they were new batteries. Customer was explained that the battery out limit alarm during normal use may indicate a loose battery cap. Customer was advised that will send a replacement battery cap and advised to monitor insulin pump. Customer was advised that if the battery cap replaced did not resolve the issue he will need to go through upgrade insulin pump. Insulin pump will not be returned for analysis.